Event description:
On (B)(6) 2018, customer reportedly received the following results on the aviva system within 10 minutes: 575 mg/dl and 170 mg/dl. On (B)(6) 2018, customer reportedly received the following results on the aviva system within 10 minutes: 134 mg/dl and 280 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation.